Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported lock lever problem. It was determined that the lock was the root cause and was replaced. The alarm was not able to be duplicated or confirmed during funtional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette lock lever was loose, and the device was alarming. There was unknown patient involvement.